Event description:
It was reported that during use of bd vacutainer® lh pst¿ ii plus blood collection tubes had gel smears. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the facality had been troubleshooting some variation in the hcg assay on the analyzer, this week. The rep noticed the samples with the discrepant repeat hcg results had gel floating in the plasma. On inspection I observed the gel smearing and some gel "floaties". Centrifugation condition are 1600 rcf for 10 minutes. Last tested may 2019 no analytical issues noticed so far at site. Customer has made the decision to set aside remaining stock of 1200 tubes of lot # 8274605 and have moved to a new lot#.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, testing of the customer samples was performed and gel smearing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, testing of the customer samples was conducted and gel smearing was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd vacutainer® lh pst¿ ii plus blood collection tubes had gel smears. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the facility had been troubleshooting some variation in the hcg assay on the analyzer, this week. The rep noticed the samples with the discrepant repeat hcg results had gel floating in the plasma. On inspection I observed the gel smearing and some gel "floaties". Centrifugation condition are 1600 rcf for 10 minutes. Last tested may 2019 no analytical issues noticed so far at site. Customer has made the decision to set aside remaining stock of 1200 tubes of lot # 8274605 and have moved to a new lot#.